Event description:
The user facility reported that the monitor connected to their hexavue custom room rack was stuck on a "waiting for router" screen. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the hexavue custom room rack and found that the cxps dvi scaler and cpu card required a replacement. The technician replaced the cxps dvi scaler and cpu card components, tested the function and operation of the unit, confirmed it to be operating to specification, and returned the unit to service. No additional issues have been reported.